Manufacturer narrative:
The investigation was completed on july 26, 2023. The analysis of the returned product indicates that the cutting electrode is ruptured out of the electrode body and the break is at the exit at the yellow insulation. Also, the cutting electrode is bent. Due to the deformation of the cutting loop, the root cause is most likely that the cutting electrode got exposed to excessive force during the application i.e user related. Instruction for use 97000160 v10.3/01/2019 already contains a caution not to overload the device. Since no metal fragments remained in the bladder on visual inspection, it is concluded that the event did not and might not lead to death or serious deterioration in the state of health. No serious public health threat was reported. No death or unanticipated serious deterioration in the state of health was reported. Consequently, the reported issue does not fulfill the criteria of a serious incident, therefore this case is not reportable. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the bipolar cutting loop broke in the patient bladder during transurethral resection of bladder tumor. Loop changed in order to continue with surgery, irrigation of bladder required, small metal fragment washed out of bladder. No metal fragment remained in bladder on visual inspection, e.g. Cystoscopy.